Manufacturer narrative:
Zimvie complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) item zfx02hld28 with broken tip, no lot number communicated. Visual evaluation was performed. -visual evaluation: we see a screwdriver with broken tip. The broken part from the tip is not send to zfx. The screwdriver tip has been strengthened by often use and/or high torque values. Based on the investigation and risk management file, the most likely root cause determined from the investigation was sudden breakage after over torquing of the screwdriver. Therefore, based on the available information, a device malfunction was not established. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A2: age at time of the event: unknown / not provided. A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: additional device information: unknown / not provided. E1: email address: unknown / not provided. H4: device manufacturer date: unknown / not provided.

Event description:
It was reported a driver fractured at the tip. No impact on the patient reported.